Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the lock doesn¿t work properly. There was a delay of surgery 15 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: pd evaluation results: the returned ¿second generation¿ instrument shows some marks on its moving parts, which indicate a limited use of the device. No screws are loose or missing and no other damages have been identified on the device. The visual inspection and design evaluation on this second generation instrument was performed on (B)(6) 2015. No damage or functional issues could be identified. The performed handling test with the returned instrument and 3 implants showed no functional deficiencies on the instrument. There is no functional or design related issues identified on the returned instrument. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No anomalies were detected during device history record review and no non-conformances were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.